Event description:
A 3 cm laceration was noted on the patient's left side of the scalp as the patient was being positioned for posterior cervical laminectomy. The mayfield skull clamp (integra 1059) was being applied by the doctor with mayfield disposable skull pins in place (integra a1072). Packaging was discarded; lot #, expiration date unknown. Laceration closed. New skull pins applied. Another mayfield skull clamp used without incident. Original mayfield skull clamp removed from the or, to be sent to company for evaluation with the permission of risk management.